Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tubes are loose in holder during blood collection with a bd vacutainer® sst¿ ii advance plus blood collection tubes. This occurred on 100 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: the sst ii tube does not hold in the holder during blood collection. It slips off the valve again and again, so that it has to be held during blood collection.

Event description:
It was reported that tubes are loose in holder during blood collection with a bd vacutainer® sst¿ ii advance plus blood collection tubes. This occurred on 100 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from german to english: the sst ii tube does not hold in the holder during blood collection. It slips off the valve again and again, so that it has to be held during blood collection.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for testing and upon completion, the issue relating to tube pushing off was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.